Event description:
The customer reported that the steering handle that controls lateral movement was stiff and difficult to manipulate. There was no report of a patient death or injury.

Manufacturer narrative:
A ge representative evaluated the system and re-lubricated the bearings and steering chain. The system operates as intended and was returned to service.